Manufacturer narrative:
The hcp was unable to remove the user's old sensor during the initial attempt on (B)(6) 2025. The prior incision site was confirmed, and the user reported doing well. The sensor was palpable, and localization was attempted using the transmitter and magnet, as ultrasound was not available. A second removal procedure was performed on (B)(6) 2025, during which the sensor was successfully removed.

Event description:
Senseonics was made aware of an incident where hcp was unable to remove the user's old sensor during the initial attempt on (B)(6) 2025. The prior incision site was confirmed, and the user reported doing well. The sensor was palpable, and localization was attempted using the transmitter and magnet, as ultrasound was not available. A second removal procedure was performed on (B)(6) 2025, during which the sensor was successfully removed.